Manufacturer narrative:
(B)(4). A new cds was implanted and a patent foramen ovale occluder (pfo) was placed between the 2nd clip and lateral commissure reducing mr from 4 to 1-2. The patient is stable. No additional treatment was planned for the patient. There was no clinically significant delay in the procedure. No additional information was provided. The mitraclip clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted because the clip was difficult to position, the gripper arms failed to raise during grasping, and the device met resistance during removal. Tissue damage occurred. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds) successfully implanted, reducing mr to 1-2. A second cds (60609u226) was advanced to the mitral valve, however for unknown reasons, the clip changed orientation when entering the left ventricle (lv).the clip was no longer perpendicular to the line of coaptation, making leaflet grasping difficult. Three to four attempts were made to re-orient the clip by inverting and retracting the clip into the left atrium (la), however, the gripper arms failed to raise during the 4th attempt to grasp the leaflets. The decision was made to not close the clip, but invert the arm angle and retract the clip. Slight resistance was noted between the clip and the chordae, but the clip was able to be retracted into the la and was removed. A chordal rupture was noted and mr increased to grade 4. It was stated the chordal rupture could have resulted from difficult grasping or during the resistance while retracting the cds in the la. A gripper line break was suspected, the gripper lever showed there was no tension on the gripper line and grippers were unable to move up or down.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported gripper line break and gripper actuation issue were confirmed; however, the reported difficulty positioning the device could not be confirmed, and the difficulty grasping and the difficulty removing the device from the anatomy could not be tested. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported gripper line break, which resulted in the gripper actuation issue (inability to raise the gripper) and caused difficulty removing the device from the anatomy was likely due to a contribution of forces from manipulating the gripper lever and usage of the device (procedural conditions). Additionally, a definitive cause for the reported difficulty positioning the device could not be confirmed, however, it was determined that the difficulty positioning resulted in difficulty grasping the leaflets. The reported tissue damage resulted from the gripper arm getting caught in the chordae, and was treated by the additional therapy/non-surgical treatment (pti). There is no indication of product quality issue with respect to manufacture, design or labeling.